Manufacturer narrative:
Evaluation summary: the reported condition of failure code 814:01 found in the event history was confirmed by baxter repair technician. Inspection of the device revealed the pump head module power supply was too low which was determined was caused, when the pump is left in battery depleted alarm for extended period. The main batteries and pump head module were replaced, and the device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated and the failure code 814:01 issue is being investigated.

Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a failure code 814:01 found in the event history. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is known.